Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be implanted to treat malignant stenosis of the bile duct in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, the stent could not be advanced during advancement, and it could not be pulled out. Another wallflex biliary rx covered stent was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be implanted to treat malignant stenosis of the bile duct in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, the stent could not be advanced during advancement, and it could not be pulled out. Another wallflex biliary rx covered stent was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on october 08, 2024*** it was reported that there was difficulty advancing the delivery system across the lesion. A photo of the device was provided, showing that the stent was fully deployed outside the patient and that the inner sheath was kinked.

Manufacturer narrative:
Blocks b5, e1 (initial reporter's address and city), and h6 (device code) have been updated with the additional information received on october 08, 2024. Blocks d4 (model number) and g2 (reports source) have been corrected. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was to be implanted to treat malignant stenosis of the bile duct in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, the stent could not be advanced, and it could not be pulled out. Another wallflex biliary rx covered stent was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***additional information received on october 08, 2024***. It was reported that there was difficulty advancing the delivery system across the lesion. A photo of the device was provided, showing that the stent was fully deployed outside the patient and that the inner sheath was kinked.

Manufacturer narrative:
Blocks b5, e1 (initial reporter's address and city), and h6 (device code) have been updated with the additional information received on october 08, 2024. Blocks d4 (model number) and g2 (reports source) have been corrected. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. H11: an wallflex biliary stent were received for analysis. Visual examination of the returned device found the stent deployed and the inner sheath kinked. No other damages were identified on the device. Product analysis was unable to confirm the reported events of removal difficulty, the investigation concluded that this event along with the difficulty crossing the lesion and inner sheath kinked were most likely due to procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician, which could have resulted in the damages noted in the device. Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure.